Manufacturer narrative:
Event date - unknown; expiration date - unknown, as no lot identification was provided. Manufacture date - unknown, as no lot identification was provided. Although the product identification was not provided, sales history was reviewed to determine which lots of the kits were sold to the user facility. It was further determined what needle lots were included in the kits. Five needle lots were identified, and a sample from four of the five needle lots was evaluated. There was no product available from the fifth lot. Evaluation of the needles found that they functioned as intended.

Event description:
It was reported that a plasma concentration kit was utilized during a procedure. Upon disposal of the needle and tubing that was provided in the kit, a nurse was stuck with a needle. It was further reported that the correct method of disposal is to ensure that the needle is sheathed and is placed into the sharps container first with anything else following. In this instance, the proper steps for disposal were not followed and the tubing was placed into the sharps container first and the nurse did not ensure that the sheath was properly engaged. No further information has been received to date.